Manufacturer narrative:
Updated information indicated that the patient expired post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing. Reference mfg. Report #2015691-2019-00129.

Event description:
As reported by our (B)(6) affiliate, approximately seven years and eight months post implantation of a 29mm sapien valve by transapical approach, the patient experienced shortness of breath and heart failure symptoms. The valve was severely calcified and stenotic. A 2nd 29m sapien3 valve was implanted by right transfemoral approach. A post-dilation of the implanted 29mm sapien 3 valve was performed. During deployment of the valve, the balloon burst and the delivery system with the balloon was unable to be removed from the sheath. The delivery system with the balloon and the sheath were surgically removed.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed that following: radial balloon burst, distal balloon inverted over the nose tip, nose tip insert wing bent back, damage to balloon spring, balloon does not appear to be missing pieces, and scratches on sheath. A photo of the device was provided of the burst balloon post-procedure. Functional testing could not be performed due to the condition of the returned device (balloon burst). During dimensional testing the balloon single wall thickness was measured along the burst at four locations and was found to be within engineering specification. Based on technical summary written by edwards lifesciences, it is considered unlikely that this type of complaint results from a manufacturing defect. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Based on the photo provided by the site and visual inspection of the returned device, the complaints for ¿balloon ¿ burst¿ and ¿delivery system ¿ withdrawal difficulty through sheath¿ were confirmed. Visual inspection and review of dimensional measurements of the returned device did not reveal any manufacturing non-conformances that could have contributed to the complaints. Per report, the cause of the balloon burst was the stent struts at the aortic end of degenerated xt valve and ¿the sapien valve was severely calcified stenotic¿. Additionally, as per the photo of the sheath, the scratches observed on the sheath shaft indicates the presence of calcification. It is possible that, towards the end of valve deployment, the inflation balloon was ruptured from coming into contact with the stent struts of the pre-existing valve. Per the complaint description, ¿the balloon burst when it was partially inflated (last 2ml of contrast less than full inflation) and it was not managed to get inside the sheath¿. Once the inflation balloon burst, the profile of the balloon would have been altered. This would have created difficulty in withdrawing the delivery system, as the burst balloon could have been caught on the tip of the sheath. Additionally, tortuosity in the access vessel could also cause non-coaxial retrieval angles, which would have further exacerbated delivery system withdrawal difficulties through the sheath. As reported, patient¿s vessel is moderately tortuous. In this case, available information suggests that patient (severe calcification in the pre-existing valve) and procedural factors (withdrawal of the delivery system with burst balloon) may have contributed to the reported events. No corrective action is required. Reference mfg. Report no. 2015691-2019-00129.